Manufacturer narrative:
E.1 name prefix/title, first and last name of the initial reporter are unknown. The investigation into purge disc/flag issues has been completed. The impella automated controller was returned for investigation. The data analysis of the logs for this failure mode was not necessary. A visual inspection of the returned device indicated that the purge flag in the purge disc retainer was broken. The field service engineer replaced the purge flag. The cause of the "purge disc not detected" alarm was due to a broken purge flag. The cause of the broken purge flag was likely due to excessive force inserting and removing previous purge flags. This excessive force can potentially cause harm to the plastic componentry. This report is being filed as part of a retrospective review of historical records.

Event description:
The field service engineer reported that the automated impella controller generated a "purge line click-on not detected" error when the purge cassette was connected. The reported indicated the lever for the transmitter slot was damaged. The purge sensor unit was replaced and the error reportedly was resolved. There was no patient harm reported.